Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Cas (clinical applications specialist) review showed energy settings have been changed but they were corresponding with the recommended cut settings for flap creation. Since one of these cases has happened approximately three months ago, it is unlikely that the recent change of the settings was responsible for the formation of the diffuse lamellar keratitis (dl). From the clinical point of view, the reported used energies and cutting geometries were as per recommended settings. No final conclusion could be drawn as to what might have led to the reported dlk. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported diffuse lamellar keratitis in a patient's right eye post bilateral refractive surgery. Upon follow up, patient is doing well after flap washout. There are two related reports for this facility. This report addresses the case that occurred three months ago and another manufacturer report will be filed for the most recent case.